Manufacturer narrative:
(B)(4). On (B)(4) 2011, the FDA granted the permission for the manufacturer fidia farmaceutici (B)(4) to submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici (B)(4) and imported into the USA by (B)(4). As a consequence, fidia farmaceutici (B)(4) (the manufacturer) should submit reportable cases on behalf of (B)(4)(the importer). However, since this is a non-us case of which fidia farmaceutici (B)(4) has become aware in its role of product manufacturer, (B)(4) does not have any reporting obligation. Fidia farmaceutici (B)(4) comments: no batch number was received on this complaint; therefore, no investigation can be conducted. No further info is expected for this case. Conclusion: no investigation/no assessment possible. Case status: closed.

Event description:
As a result of the safety data reconciliation process between fidia farmaceutici (B)(4) and its worldwide business partners, 8 serious individual case-safety reports regarding hyalgan have been identified. All these cases were recorded in (B)(6) between 2005 and 2013. All legal requirements applicable to marketing authorization holders in the (B)(6) countries have been fulfilled by the local licensee. Fidia is reporting these cases as manufacturer and keeper of the global safety database for the product. Case 6 of 8. Spontaneous report, local reference # (B)(4). Initial info received on (B)(4) 2012 from a (B)(6) rheumatologist. A (B)(6) female patient with no specified medical history received hyalgan solution (hyaluronic acid) one injection for gonarthrosis on (B)(6) 2012. The patient had previously received hyalgan 3 times on the left knee without any problem. No concomitant medication was included at the time of the report. On (B)(6) 2012, she received for the first time one injection of hylagan on the right knee and 48 hours after the injection, she experienced joint effusion, pain and edema localized on the right knee. A pseudo septic arthritis was suspected by the reporter. On an unspecified date, a hemoculture was performed and was negative. An arthroscopy revealed a synovial fluid without germs and a bacteriological examination performed after arthrocentesis revealed streptococcus, but not the one that is usually present in the septic arthritis. Note that the reporter mentioned a pseudo septic arthritis because the revealed streptococcus was not the one usually found in the context of a septic arthritis. Therapeutic measures taken as response to the reaction included a bi-antibiotherapy (trade name not specified). At the time of the report, the patient had fully recovered. No further info is available.